Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the battery compartment was cracked. The customer's blood glucose level was 407 mg/dl. The customer changed the set several times to no avail. The customer reported symptoms of feeling tired and thirsty. The customer realized that the basal rates were not set. The customer stopped troubleshooting due to the basal rates. The insulin pump was not replaced or returned for analysis.